Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter (aus) due to the device not functioning and a hole in the cuff. The original implant was implanted five years ago. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter(aus) due to the device not functioning and a hole in the cuff. The original implant was implanted five years ago. A patient outcome was not reported.